Manufacturer narrative:
Additional information: h6 - type of investigation, investigation findings, and investigation findings.

Event description:
It was reported, that that the patient presented for explant of the pulse generator. After a syncopal episode. The physician believed, that multiple magnetic resonance imaging (MRI) scans, resulted in intermittent loss of pacing output. The device was explanted and replaced. The patient was stable.